Event description:
It was reported that the emt received a torn bicep when the wheel lock of the cot was caught on the bumper of the ambulance. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the emt received a torn bicep when the wheel lock of the cot was caught on the bumper of the ambulance. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
No device malfunction, user error caused the event.